Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer intermittently received inaccurate fill estimates after loading cartridges with insulin. Reportedly, the cartridge was filled with 180 units of insulin. The customer's blood glucose level was in the 350s (mg/dl). Reportedly, the customer loaded a new cartridge successfully and resumed insulin delivery.